Manufacturer narrative:
Block h10: imdrf device code a090402 captures the reportable event of energy generation issue.

Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was used during a colonoscopy with polypectomy procedure performed on (B)(6)2023. During the procedure, there was no indication of electrical current being detected by the device, despite all the cords being properly connected. They went so far as to attempt using a new "red" bovie cord and replacing the grounding pad. Additionally, they tried using another bovie machine from a different room. The procedure was completed with a similar sensation large oval med stiff snare. There were no patient complications reported as a result of this event.